Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardiac monitor (icm) experienced a pause episode that was most likely undersensing of normal rhythm. It was noted that there was a drop in r wave amplitude that was most likely due to movement (loss of electrode contact) in the pocket. The icm remains in use. No patient complications have been reported as a result of this event.